Manufacturer narrative:
Additional information: the customer provided the patient sample in question to beckman coulter for investigation on 10/03/2014. Beckman coulter tested the sample on the access 2 immunoassay analyzer and obtained access total beta-hcg (5th is) results of 0.14 and 0.11 iu/l which were within the normal reference range of the assay for non-pregnant females. Beckman coulter's results correlated with the repeat results obtained by the customer on (B)(6) 2014.

Event description:
Correction: the false positive beta human chorionic gonadotrophin result obtained in this incident was associated with the access total beta-hcg (5th is) assay.

Event description:
The affiliate stated the customer reported a false positive initial beta human chorionic gonadotrophin (accesstotal bhcg) result, for one patient, involving the accesstotal bhcg assay used in conjunction with the unicel dxi 800 access immunoassay system. An initial result of 38.4 iu/l was obtained but was not released from the laboratory. Subsequent testing of the patient's sample, on the same instrument, generated lower results of <0.5 and <0.5 iu/l. There was no patient impact associated with this event. The patient's sample was collected in 13x100 mm, 7 ml becton dickinson (bd) tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at 20 degrees celsius. No sample integrity issues were reported. The customer indicated quality control, calibration, and system check were within specifications. There was no report of instrument issues. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the accesstotal bhcg device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.